Event description:
Received notice correspondence from counsel representing subrogation for (B)(6). They allege a pride product was amongst other electrical devices that may have been responsible.

Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.